Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient reported experiencing bilateral groin pain, sacral region backache and urinary retention on (B)(6) 2011. The patient experienced mild stress urinary incontinence, mesh exposure with trigger band on posterior compartment, and a mild cystocele on (B)(6) 2011. On (B)(6) 2013, the patient¿s surgical options were discussed due to mesh exposure, a rectocele and urinary incontinence. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01865. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01865. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2015.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008 to treat urinary incontinence, a cystocele, and an enterocele. The patient experienced erosion of the mesh, scarring of the vaginal tissue, dyspareunia and pain. The patient underwent additional surgeries to address complications. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal atrophy and urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal enterocele.